Event description:
Cell-dyn sapphire generated a falsely decreased hemoglobin result of 7.94g/dl on one patient sample (patient 2). Initial testing of the same sample gave hemoglobin results of 8.74g/dl and 8.06g/dl. Overall fluidics were checked and were acceptable. The hemoglobin syringe was replaced. Repetition test was performed and results were acceptable. No additional patient information provided.

Manufacturer narrative:
A product evaluation was performed in order to investigate imprecise hemoglobin results. A review of service history for the cell-dyn sapphire, serial number (B)(4), was conducted and found no issues. A review of the cell-dyn sapphire system operator's manual, list number 08h10-01, revision c was performed. The cell-dyn sapphire system operator's manual contains adequate information in regards to troubleshooting of imprecise results, as well as replacement of the 5ml hemoglobin syringe. A review of historical data did not identify a similar issue. Based on the available information no product deficiency of the cell-dyn sapphire analyzer or hemoglobin syringe was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.